Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, which resolved the issue as the cgm error did not appear again, allowing the caller to successfully start a new sensor session.